Event description:
It was reported that during unpacking prior to a coronary balloon angioplasty treatment procedure, a catheter shaft break was noted. A 3.00mm x 20mm apex balloon catheter was removed out from the packaging material and it was observed that the ¿distal shaft close to the balloon¿ was separated. The procedure was completed with another of the same device. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
Device evaluated by MFR: the apex catheter was received with blood present in the inflation lumen. The distal portion (including balloon, markerbands, and distal tip) was not returned for analysis. There were multiple kinks to the hypotube and outer shaft. Magnified inspection revealed that the inner and outer shafts were torn from the guidewire exit notch to the separated ends. The length of the perforation was 3cm. The shaft perforation is consistent with a guidewire ripping through the inner and outer shafts. The inner and outer shafts were separated 3cm from the guidewire exit notch. The fracture faces were jagged and stretched, which suggests that the separation may be related to tensile overload. Inspection of the remainder of the device presented no other damage or irregularities. Although it was reported that the device was not used, the presence of blood in the inflation lumen is indicative of handling beyond simply unpackaging the device, as was reported. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).